Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as red, bumpy and itchy. There was no alleged device malfunction. The patient's pharmacist recommended the use of a cortisone cream. The patient's rash was reported as improved.